Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio downloaded and reviewed the electronic device data and observed that user had the device in lead ii with pads connected, which means they would not have been able to view the paddles(electrodes) lead. After the second device was connected, the user selected 'analyze' button, which is the desired selection to switch the unit into paddles lead, so they would then see the paddles lead. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was traced to the user.

Event description:
The customer contacted physio-control to report that their device failed to shock a patient. It was reported that another device was used and therapy was then delivered with positive results. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.